Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, prior to patient use, the thread had been cut when it was opened from the package. Another device from the same lot was used to complete the case. There was no patient injury.